Event description:
Customer reported that she was hospitalized for high glucose asn dka. Customer stated that she has not changed infusion set and she is getting no delivery alarm. Advised to changed infusion set. Troubleshooting was performed and pump appeared to be operating normally.